Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negatives when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported possible false negative results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483

Event description:
It was reported while using bd veritor¿ system for rapid detection of group a strep, there was a false negative result. There was no report of patient impact.